Event description:
During a replacement of a non-abbott pacemaker, the physician observed corrosion on the proximal portion of the right atrial (ra) lead. An elevated capture threshold had also been observed on the right ventricular (rv) lead. The ra and rv leads were both explanted and replaced. The patient was stable after the procedure. Additional information has been requested but not received. Related manufacturer reference number: 2017865-2017-04894.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual analysis revealed no anomalies. Electrical testing did not find any indication of conductor fractures. Internal shorts and other damages found are consistent with those occurring at the time of explant.